Manufacturer narrative:
Per tandem's user guide, "change your cartridge every 48-72 hours as recommended by your healthcare provider." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 275mg/dl. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the customer was using novolog with supplies for five days. Tandem technical support educated customer on cartridge and insulin labeling.